Event description:
It was reported that the patient presented for in-clinic follow-up with recorded episodes of non-sustained right ventricular over-sensing recorded by the device. Upon further evaluation, it was determined that the episodes were caused by under-sensing and over-sensed noise exhibited by the right ventricular lead. The noise was reproducible and resulted in pacing inhibition. Programming interventions were made. The patient was asymptomatic.

Event description:
Related manufacturer report number: 2017865-2022-15864. It was reported that the patient presented for in-clinic follow-up with recorded episodes of non-sustained right ventricular over-sensing recorded by the device. Upon further evaluation, it was determined that the episodes were caused by under-sensing and over-sensed noise exhibited by the right ventricular (rv) lead. Also present was right atrial lead noise. The rv lead noise was reproducible and resulted in pacing inhibition. Programming interventions were made. The patient was asymptomatic.